Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74l1702812 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Two pictures of fg ec141 (14fr catheter easy-cath 5) were received for analysis. During the visual inspection it can be observed that the catheter has an angle edge as it's described in customer complaint, also were observed signs of blood around it. No other issues were found. See attached pictures. An attempt to inspect current stock of material was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. The customer complaint was confirmed based on the visual inspection of the received pictures, because it was observed that the catheter has an angle edge as it's described in the customer complaint. As preventive actions the personnel from the assembly line have been notified on jan-07-2019 for awareness. A proper investigation will be performed , and corrective actions will be documented on a nonconformance.

Event description:
It was reported that use of an angled edge catheter with sharp edges caused heavy bleeding. Preventative treatment provided with antibiotics. There was no lingering effects or damage detected at follow up evaluation.

Manufacturer narrative:
(B)(4).one sample of fg ec141 (14fr catheter easy-cath 5) were received for analysis. During the visual inspection it can be observed that the catheter has an angle edge as it's described in customer complaint, also were observed signs of blood around it. No other issues were found. Corrective actions are documented on a non-conformance. Risk evaluation has been generated. The customer complaint was confirmed based on the visual inspection of the received sample, because was observed that the catheter has an angle edge as it's described in customer complaint. Corrective actions are documented on a non-conformance.

Event description:
It was reported that use of an angled edge catheter with sharp edges caused heavy bleeding. Preventative treatment provided with antibiotics. There was no lingering effects or damage detected at follow up evaluation.

Manufacturer narrative:
(B)(4). The device history record of batch number 74l1702812 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that use of an angled edge catheter with sharp edges caused heavy bleeding. Preventative treatment provided with antibiotics. There was no lingering effects or damage detected at follow up evaluation.